Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and realized customer was not pressing the "zero pressure" option for a full two seconds, hence the device would not zero pressure. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) system locked up. No adverse event was reported.